Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer reported that sensor glucose was 91 and blood glucose was 32 mg/dl and threshold suspend alarm did not sound. Threshold suspend alarm was set at 75 mg/dl. Customer reported that trainer made changes to setting. Caller was advised to contact trainer regarding settings. Customer declined troubleshooting.